Event description:
Needle snapped inside arm [medical device complication] case description: this spontaneous report received from another country, reported by a nurse as "needle snapped inside arm" concerns a female patient using insulin delivery device, novofine 6mm (31g)m due to diabetes mellitus (type and duration unk0 medical history includes seizure. The patient had a seizure while administering subcutaneous insulin with a novofine 6mm (31g) needle and she could not find the needle afterwards presumed that it was lost on the floor. An x-ray of the patient's arm some months later revealed that the needle was embedded deep in the soft tissues of the left upper arm the x-ray was performed due to have a magnetic resonance image (MRI) scan of the brain as part of the investigaiton for the seizures. Radiologist refused to do the MRI scan of the brain with the needle embedded in the patient's arm. The patient was asymptomatic and may require surgery to remove the needle before the MRI can be performed. The outcome is unk.